Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 34252531 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 31266376 UDI: (B)(4). Product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the connection point between the lead and lead extension in the scalp, the lead was protruding through the skin. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics. The patient was doing well postoperatively. The explanted devices were disposed of by the medical facility and were not returned.